Event description:
It was reported that the radiofrequency programmer head which was originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis determined that the radiofrequency programmer head was out of specification electrically, that the e-field immunity test was out of specification, also that the head's label was missing backing and the cable and label were both replaced. Product ID: 2090w programmer; (B)(4).